Manufacturer narrative:
Pc (B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the first deice was used three times with no issues. On the forth reload it would not fire and would not open. The manual over ride had to be use to open it. The second device was fired and there was a "horrible" noise and did not work. A third device was tried and it misfired. The fourth device fired twice with no issues and on the next fire it misfired. The last stapler was tried again with the last reload and it worked. The first stapler locked on tissue and manual override was used to release it. The second device could not fully receive stapler loads. "Several of us in room tried." Third device misfired on patient's stomach, after firing, the specimen side had unraveled with spillage of gastric contents. The second stapler would not receive the reload when seated into the stapler channel. It was the third stapler that the surgeon heard a metallic sound and the surgeon ¿felt like something happened to the blade¿. On the specimen side of the sleeve unraveled on at the staple line. First device: the power failed there was no battery power. It didn't' move forward or back. We had to manually take it off tissue. Second device: at the second firing of the second device it started making noises. It made loud clicking noises so we got rid of that one too. Third device: the third stapler "flat out" failed on the right side the staples didn't "curl" at all. Fourth device: there were no issues with the fourth device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2021. D4: batch # u5df6v. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (d) was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: and for the malformed staple and leak controllable, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.